Event description:
It was reported that the 1688 4k camera system overheated while in use during a laparoscopic hernia repair procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: fault reported: 1688 4k camera system overheated while in use during a laparoscopic hernia repair procedure. Fault found: damaged fan on the digital board. Action taken: replaced digital board and programmed. Tests: functional test, quality inspection procedure (qip), electrical safety test (est), leak test. This item has been repaired and fully tested as per the manufacturer's quality inspection procedure (qip). The item has been deemed repaired and fit for use by a fully trained stryker engineer. Probable root cause: ccu fan, ccu electrical failure, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the 1688 4k camera system overheated while in use during a laparoscopic hernia repair procedure.